Event description:
On 6/29/1999, co learned that the graft was explanted due to its becoming infected as a result of a seroma of unk origin. The hospital elected to discard the explanted graft. No further info is attainable at this time.